Manufacturer narrative:
(B)(4). Method: the complaint rt265 breathing circuit was received at fisher & paykel healthcare in (B)(4) and was visually inspected and pressure tested. Results: visual inspection revealed that the proximal connector collar was cracked. There was no visible damage noted to the tubing itself. Conclusion: our investigations determined that the collar was cracked due to the connector coming into contact with cleaning chemicals, resulting in environmental stress cracking. As a result of this issue a new material was sought for the collar that would be more resistant to chemical attack. Once a suitable material was found, and following extensive testing validation and verification, the new material was implemented in production. This change took place on the 30th of march 2016. The complaint circuit was manufactured prior to implementation of the new material. We have not received any reports of collars cracking for product manufactured since the collar material was changed. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the damage occurred after four days of use, which suggests that the complaint circuit became damaged while in use. Our user instructions that accompany the rt265 state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms. The user instructions also state the following: - do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.

Event description:
A hospital in (B)(6) reported via our distributor that they found a crack on the collar of the expiratory limb of the rt265 dual limb infant breathing circuit after four days of use. There was no patient consequence.